Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -12.5/+2.0/093 into the patient's left eye (os) on (B)(6) 2023. An excessive vault was noted. The lens was exchanged on (B)(6) 2023 for a lens of the same length and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).